Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a spinning spiros closed male luer, red cap, 10 units where the customer reported that before administering a 5-fu bolus syringe with spiros (cytostatic), a fluid leak was detected from the spiros, which the customer suspected was probably due to a hairline crack; potential for cytotoxic exposure. There was no patient involvement and no harm reported as a consequence of this event.